Event description:
The customer reported that the guidewire broke off at the "j" during a procedure. The medical personnel were able to retrieve the guidewire and the patient was stabilized. There was no injury to the patient.